Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a ventral hernia tar da vinci-assisted surgical procedure, the mega suturecut needle driver instrument cable snapped, and metal shavings fell into patient. The procedure was completed.